Event description:
On 2025-information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for t ransforaminal lumbar interbody fusion. It was reported that the end of the tap end was open. There was no patient involved. Additional information was received that the tip of the instrument was blunt. This product has been used before.

Manufacturer narrative:
H3: product analysis: product: 8670055; lot: it14k008 visual and microscopic examination confirmed that the tip of the instrument was cracked. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.